Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: persona femoral component, catalog#:unk, lot#:unk; persona bearing, catalog #:unk, lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2017 -06211.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrections, which were unknown at the time of the initial medwatch. Date of event and explant date were reported as (B)(6) 2012. The date was reported as (B)(6) 2012, the exact date is unknown.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review device history records was not provided.

Event description:
Patient¿s right knee was revised approximately 11 months post-implantation due to loosening.